Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that 21 patients who underwent lateral interbody procedures were reported to have experienced a visceral injury during surgical procedure. It is unknown if patients experienced the alleged events during extreme lateral interbody fusion procedure or olif procedures.